Event description:
A failure code 804:34. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed. Customer did not have information whether incident occurred during pt infusion.